Manufacturer narrative:
Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was fractured in three pieces. The device was additionally submitted to fracture analysis. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor pad fractured during placement of the femoral as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.